Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report high blood glucose reading. Blood glucose reading was 376 mg/dl. Assisted customer with performing high pressure test twice. The high pressure test failed both times. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No physical damage noted during visual inspection.